Manufacturer narrative:
The reported event of ¿significant insulation breach proximal to the suture sleeve¿ was confirmed but the reported event of noise was not confirmed. As received, a complete lead was returned in one piece. The cause of the electrocautery damage was isolated to procedural damage. No other anomalies were seen.

Manufacturer narrative:
The reported event of ¿significant insulation breach proximal to the suture sleeve¿ was confirmed but the reported event of noise was not confirmed. As received, a complete lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 13.3 and 13.6 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
Related manufacturer reference number: 2017865-2023-05393. New information notes that the atrial ra lead had insulation damage noted during the procedure. The physician elected to explant and replace the ra lead.

Event description:
New information notes that the atrial ra lead had a noise complaint.